Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered inappropriately a shock due atrial fibrillation with rapid ventricular response. The therapy got exhausted. Reprogram options and medication were discussed. This device remains in service. No further adverse patient effects were reported.